Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when applying the device to ligate the mesoappendix vessel in appendectomy, the surgeon broke the tip of the needle when applying the knot as usual, but it didn't move. They replaced the device with a new one. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.